Event description:
The customer reported to baxter (B)(4) of a y-type catheter extension set in which the IV tubing was leaking chemotherapy. The process step was during infusion. There is report of patient involvement; however, there was no report of patient injury/adverse events, or medical intervention in association with this event. This condition was observed immediately and then stopped. The tubing was replaced. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation however it is contaminated with chemotherapy and will not be requested for evaluation. Since the sample will not be received for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review cannot be performed since there was no lot number provided. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Evaluation summary: one used sample was available for evaluation. The sample arrived out of the pouch. Visual inspection showed that the sample had been primed. Because the sample was contaminated with chemo a limited evaluation was performed under a hood. The evaluation consisted of a visual inspection and a pressure test using a 50ml syringe. A visual inspection of the returned sample showed no obvious defects. To simulate use and for functional testing, a 50ml syringe filled with water was attached to the female luer and manually depressed. This identified what appears to be a channel leak towards the center portion of the y junction from one of the inlet ports of the sample. The reported condition was confirmed. The root cause was not determined. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The customer reported to baxter (B)(4) of a y-type catheter extension set in which the IV tubing was leaking doxorubicin (adriamycin) at the one side of the y. Not right at the junction but above that. The chemotherapy was being infused via IV push with a syringe. The leak is noted mid-IV push administration approximately 1-1.5 minutes after start of IV push. The process step was during infusion. There is report of patient involvement; however, there was no report of patient injury/adverse events, or medical intervention in association with this event. This condition was observed immediately and then stopped. The tubing was replaced. No additional information is available.